Event description:
Pt emergently arrived to operating room with ventrassist device that had failed. Pt critically unstable, emergent replacement of failed device. Failed device removed and sent to risk mgmt.